Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as a nurse swapped the heater bag with the supply bag during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill seven of thirteen in peritoneal dialysis. The patient was connected at the time of the alarm. The registered nurse had swapped the heater and supply bags. The technical service representative explained the alarm and helped clear it. The registered nurse will reset the homechoice with new cassette and bags. The technical service representative reviewed proper procedures with the registered nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.